Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker had possible premature battery depletion (pbd) issue and was at elective replacement indicator (eri). Initially, magnet rate was at 100bpm, however, less a month after, magnet rate remarkable dropped to 85bpm. The patient was dependent and the device would be replaced. No further information available. This device remains in service. No adverse patient effects were reported.